Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that approximately 25 months post-implant of a bifurcated device, an infrarenal extenison and three limb extensions, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, medical records were provided and assessed by clinical representative. Based on available information, a cause cannot be determined for the distal movement of the graft the anatomical changes over time and/or possible inadequate fixation or sealing of the stent grafts at the index procedure may have contributed to the event. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed.